Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 580 mg/dl and 75 mg/dl, 551 mg/dl and 104 mg/dl. Sets of readings were taken at different times on the same day. Customer felt symptoms of hypoglycemia (shaky, sweating), but device readings did not match symptoms. The customer retested in both cases and received the lower readings. Customer self-treated first case with a sandwich and felt better. Customer did not treat in second case. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to manufacturer, by facility, (B)(6), per facility they were transporting a resident and somehow while she was in the sling, she slipped within the sling. Resident was taken to the hospital with a dislocated shoulder. Facility has requested that a company representative come there to do an in-service and check out the lift. Per manufacturer, this in-service and eval of said lifter did happen. Sales rep eval findings are as follows: the injury that occurred was while using a non hoyer sling that is not designed for our 6pt cradle system. Facility was pleased with the in-service and training. Facility acknowledged this incident was caused by staff error and using another manufacturer sling on our lift. "Verbage stated in the mfg warning section w/in user/service manuals warning: using other manufacturers' parts and accessories on hoyer products is unsafe and may result in serious injury to pt and/or attendant. Use only hoyer manufacturers products."